Manufacturer narrative:
Analysis of programming history.

Event description:
During review of the in-house programming/diagnostic history database, it was observed that during interrogation on office visit on (B)(6) 2014 the patient's settings were different than what were programmed at the same office visit. The settings found were indicative of a faulted diagnostic test; however, review of system diagnostic testing from office visit on (B)(6) 2014 was within normal limits. There was no further programming history available indicating that the settings were corrected prior to the patient leaving the office. No patient adverse events were reported.